Event description:
It was reported that after the md successfully inserted the intra-aortic balloon (iab) into the pt, the central arterial lumen was connected to the pressure transducer. The staff observed a leak in the tubing. The tubing was exchanged and the iab therapy continued without incident.

Manufacturer narrative:
The event was initially evaluated and determined to be non-reportable based upon the info provided. The returned device was received and subsequently evaluated, and the event was determined to be reportable. Eval: the intra-aortic balloon (iab) was not returned. The 6" arterial pressure (ap) line was returned. There were no traces of blood on the retuned ap line. After blocking all openings on the stopcock, water was injected into it. A leak was evident where the 6" tubing connects to the stopcock. The part was examined under magnification and a void in the glue was detected at the stopcock junction. A device history record (DHR) review was conducted on the part. There were no mfg abnormalities established between the DHR and the reported complaint. The potential cause of this issue is mfg related since the bonding at the stopcock/tubing junction appeared to be incomplete. An internal nonconformance has been initiated to address this issue. Mgmt will continue monitoring complaint reports for any trends which may occur.